Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a pituitary tumor procedure. It was reported that intra-operatively, the site got a passing registration and verified the straight suction and straight probe on the registration screen. When they moved forward to navigation, all of the navigation panes on the screen were blue with no navigation available. A manufacturer representative jumped back and forth between the navigation and registration screens with no resolution. The representative rebooted the system and was then able to verify the straight probe and use it with no issues. There was no delay to the clinical case as the surgeon was still scrubbing when the reboot occurred. The procedure was completed using the navigation system and there was no reported impact to patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.